Event description:
It was reported that this right ventricular (rv) lead exhibited a red alert for a high out of range pace impedance measurement. The daily measurements had not yet been posed by the remote monitoring system at the time of the alert review, so the actual impedance measurement value was not available. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to check the rv impedance with the patient in the clinic and perform isometric testing. Ts also indicated to the hcp to consider increasing the programmed pace impedance upper alert limit from 2000 ohms to 2250 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.